Event description:
Reporter indicated that there were some difficulties interrogating and performing device diagnostics on a pt's generator and lead during a routine office visit. Once communication was establish, the physician stated that he tried to perform a normal mode diagnostic test; however, it was interrupted and he was unable to establish communication with the pt's device again. When the pt returned for another office visit, it was found that the settings on the device were different (output current set to 1.0 ma). The physician was unsure of the exact date that this occurred but stated, it was sometime this year. The physician's handheld device was replaced and the old handheld was returned to the MFR for analysis; however, device evaluation has not been completed at this time.